Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the lead exhibited high capture thresholds due to suspected perforation. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.